Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't get hot. Handpiece failed specs due to noisy turbine. This was caused from the cap bearing still intact but comes apart from rotor. Handpiece needs turbine replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.